Event description:
System operator reported five pts that were over corrected following custom lasik. Pt records were provided and only one pt met reporting criteria for an injury. The pt being reported under this MDR number experienced a one line decrease in bcva in the left eye at 11 months post-op. An enhancement was performed to improve ucva. At 1 months post-enhancement, the pt had experienced an add'l 1 line decrease in bcva.

Manufacturer narrative:
The device investigation has not been completed at this time.